Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert and had a blood glucose of 71 mg/dl by cgm, self-treated preemptively with one glucose tablet, and subsequently measured 86 mg/dl while feeling well; education on the ¿15 for 15¿ rule was provided and the user was advised to continue monitoring, with a cgm sensor change planned. Symptoms included hypoglycemia. Outcomes included resolution of low glucose after oral carbohydrate intake and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.